Event description:
Pt visibly trying to take spontaneous breaths, but could not trigger vent above set respiration rate. Graphics display showed efforts adequate to trigger breaths, but vent did not deliver. Switched to another vent & pt was able to trigger breaths.